Event description:
A caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was already scheduled for replacement due to previous issues, so no additional action was needed. The customer will rely on manual insulin delivery until the replacement pump is received.